Event description:
Hcp reported pt had fibrosis of a catheter. The physician removed catheter in 2002 or 2003. The catheter was disposed of at the hosp. Hcp stated pt consistently rates pain scores at 8 or higher pre and post catheter removal.